Event description:
Caller reported experiencing cartridge alarms 30 and 20, but there was no adverse impact to the customer¿s blood glucose level. Cts confirmed these alarms with consecutive cartridges and decided to replace the pump. The customer was advised to use mdi as backup therapy and given instructions for putting the current pump into storage mode before returning it. Cts also instructed the caller to return the problematic pump within 10 days using the provided return box and pre-paid label, and to program their settings and connect their cgm to the replacement pump once received.